Event description:
The distal tip of a 9x25mm biorci interference screw broke when completing insertion during ligament repair. The surgeon removed the screw and tip, and successfully completed surgery with another interference screw. No pt injury, procedural complications, or significant delay was reported.